Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Two unused samples and two unused solution bags (aviva containers) were available for evaluation. No defect was observed during visual inspection. Per packaging label of the reported set, the set is for use with non-vented solution container. Therefore, spiking the solution bags with this set is off label use. The reported condition is not confirmed. No further testing was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a vented paclitaxel set which disconnected from a solution bag during set-up. The customer also stated that nurse missed the hook and immediately the spike fell out of the bag when she went to hang the solution bag. There is no report of patient involvement. No additional information is available.